Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter will be confirmed, but the cause of the split is unknown. A photograph of the catheter was returned for investigation. A review of the photo shows what appears to be a bard powerpicc catheter. No identifiers are visible in the photo that would indicate the catheter type and size. Residue was visible on the catheter, which is indicative of use. The section of tubing being held shows a longitudinal split in the catheter with foreign material stuck to the split section of tubing. The origin of the foreign material is undetermined. At this time, based on the evidence visible in the returned photo, it is unknown what caused the catheter to split. Potential causes include overpressurization during use, damage from the stylet, and sharp instrument damage. The product IFU provides guidance to prevent overpressurization, stylet damge, and inadvertent contact with sharp instruments.

Event description:
Per sales representative, the facility reported a split PICC catheter. According to photo, it appears that the split is subcutaneous. No reported injury to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.